Manufacturer narrative:
This report is for unknown screws. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for unknown screws. PMA/510(k) number is not available. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: beastall j.e, fielding s, christie e, johnstone a. J (2012). Shoulder outcome measures: is there a right answer?. European journal of trauma and emergency surgery. Volume 38. Page 659-664. (United kingdom) the aim of this pilot study is to examine and compare four commonly used shoulder and upper limb outcome measures with respect to reliability, validity, and consistency, and to assess whether these instruments provide similar conclusions with regard to outcome. Between 2003 and 2008, a total of 44 patients who underwent internal fixation of a proximal humeral fracture were included in the study. There were 29 male and 15 female patients, with 27 left and 17 right humeral fractures. The mean age of the included patients was 58.4 years (range 22 to 86 years). These patients were implanted with an unknown synthes proximal humeral internal locking system (philos) plate system. Each patient was asked to complete a number of outcome measures: (B)(6) which is a combined subjective and objective instrument that has five components with a high score indicating less pain and better function.; constant and murley score (constant) which is a combined clinician and patient-based outcome measure that assesses pain, activities of daily living, range of motion and power. With a high score indicating less pain and better function; oxford shoulder score (oss) which is purely subjective, consisting of 12 questions, each with five graded options, with a lower score indicating a better outcome; quick form of the disabilities of the arm, shoulder and hand questionnaire (quickdash) is an 11-question, subjective, patient-based, non-joint-specific outcome measure derived from the disabilities of the arm, shoulder and hand questionnaire with a low score indicating a better level of symptoms and function. Each was measured on a different scale but were standardized to 0¿100 for comparison. Visual analog scales (vas) for both pain and function were also completed. Follow-up review was done for at least 12 months post-fixation [median = 23 months; interquartile range (iqr) (16.25 months, 35 months)]. Complications were reported as follows: 5 patient had hardware prominence. 2 patients had sub-acromial impingement secondary to hardware. 2 patients had screw penetration into the joint. 1 patient had plate fracture. The median visual analog scale (vas) pain score was 1. The median visual analog scale (vas) for function was 7. The mean constant total score was 51.2. The total ucla score median interquartile range (iqr) was 26. The median interquartile range (iqr)) total oxford shoulder score was 19. The median total score of participants using the quickdash questionnaire was 20.5 this report is for unknown screws. This is report 3 of 4 for (B)(4). A copy of the literature article is being submitted with this medwatch.